Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Visual evaluation of the picture provided shows slight wear and damages related to use. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: ¿size 1 7.0mm thickness" all poly patella, catalog #: 630007101, lot #: 1397131. Porous coated stemmed tibial baseplate left size 3, catalog #: 621200230 lot #: 1383128. Customer nkii prim por fem sz 4, lt, catalog #: c621200040 lot #: 1390530. "Size 1 7.0mm thickness" all poly patella, catalog #: 630007101, lot #: 1397131. Porous coated stemmed tibial baseplate left size 3, catalog #: 621200230, lot #: 1392128. Customer nkii prim por fem sz 4, lt, catalog #: c621200040, lot #: 1390530. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain & loosening of the implant. During the revision procedure, the surgeon noted wear on the polyethylene, bone loss and the posterior medial locking mechanism was not engaged. The polyethylene bearing and screws were removed and replaced. Attempt for further information has been made, but no further information has been provided.